Manufacturer narrative:
It was reported from a literature review that four patients presented deep vein thrombosis in the lower limbs after surgery, this was treated with placement of vena cava filter. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Some potential causes of the reported event could include but are not limited to patient conditions or and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
In a scientific publication, author: ying yong et all.,"internal fixation failure in elderly patients after artificial joint replacement in the treatment of femoral intertrochanteric fractures" it was reported that four patients presented deep vein thrombosis in the lower limbs after surgery, this was treated with placement of vena cava filter. The publication states that 3 cases were conducted with conventional femoral stem on the femoral side and 18 cases with echelon femoral straight stem. There is not enough information to make a cross-check between the patients and the devices.